Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of an inguinal hernia, characterized by drain complications, which warranted surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event. The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s preexisting inguinal hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in surgery. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was diagnosed with an inguinal hernia prior to beginning pd therapy and elected to ¿hold off¿ surgical correction. Once home based ccpd therapy began, the patient started to experience drain complications. Radiological studies (date not provided) revealed the patient¿s inguinal hernia had worsened and was impeding the pd catheter¿s (not a fresenius product) flow. On (B)(6) 2020, the patient successfully underwent an outpatient inguinal hernia repair and is recovering from the events. The patient has been performing ¿manual¿ or continuous ambulatory pd (capd) since the surgery, utilizing low volume and more frequent fills (specifics not provided). Per the pdrn, the hernia was not caused by the utilization of any fresenius product(s) and/or device(s). However, the performance of pd therapy increases the intraperitoneal (ip) pressure, and likely worsened the hernia over the last several months. The pdrn stated the patient was educated as to the risks prior to beginning pd treatment.